Manufacturer narrative:
One device was received for evaluation. The device was not returned for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The pad was plugged into a generator and a cool tip was activated on tissue. No impedance error was noted. The pad's resistance was within the specification. No broken pins were noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation for liver cancer, a few minutes after starting, an impedance error occurred. It was stopped and the needle was reconnected to the generator but the same error occurred. Electrode pad was replaced and worked properly. According to the clinical engineering technician at the hospital, one of the pad pin may be broken. No patient harm was reported. Generator was in manual I mode. It was started at 40w and raised 10w per 1min. An impedance error occurred after 2min, when the value was raised up to 60w. Needle and electrode was reset but an electrode error occurred. A new electrode was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation for liver cancer, a few minutes after starting, an impedance error occurred. It was stopped and the needle was reconnected to the generator but the same error occurred. Electrode pad was replaced and worked properly. According to the clinical engineering technician at the hospital, one of the pad pin may be broken. No patient harm was reported.